Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Last name: unknown, information not provided. Device evaluation: the complaint lens was received in the original lens case (lens crushed in the lens insert). Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled for insertion. Furthermore, lens damage (bent) and haptic damage (bent) were observed, however this can be attributed to handling and receiving the lens crushed in the lens insert and cannot be confirmed to be related to manufacturing. The lens was cleaned and no cosmetic defects were observed. Delivery issues could not be confirmed, because the lens was received outside/without a cartridge tip and therefore cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that the lens would not go in wound. There was patient contact but the extent of patient contact is unknown. No medical or surgical intervention required. The event was reported when inserting into the eye. Procedure was completed successfully using another lens of same model. The device evaluation found there was haptic and lens damage with patient contact. No further information available.